Event description:
Litigation alleges that the patient suffered moderately elevated metal ion levels.**update** (B)(4) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that the patient suffered moderately elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Date rec'd: 1/11/2016 update rec'd 1/11/2016: litigation papers received. Litigation also alleges discomfort and metallosis. The case was also reinstated. There is no new information that would change the existing investigation. This complaint was updated on: 1/20/2016 (B)(4). Depuy still considers the investigation closed at this time.

Event description:
Update rec'd 1/11/2016: litigation papers received. Litigation also alleges discomfort and metallosis. The case was also reinstated. There is no new information that would change the existing investigation. This complaint was updated on: 1/20/2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/3/16 medical records received. Medical records were reviewed for MDR reportability. Plaintiff's preliminary disclosure reported an unknown depuy biolox head was implanted at one of the revision surgeries, patient dislocated in (B)(6) 2015 and second revision was on (B)(6) 2016.the unknown head is reported on (B)(4) for revision after dislocation. Part/lot updated. The complaint was updated on: feb 24, 2016.